Manufacturer narrative:
G4: this part is not approved for use in the us, however a like device with part# 55840016545, 510k# k113174 and upn (B)(4) is cleared in the us. H3: product analysis part # (B)(4) , lot# h5866311- visual and optical inspection confirmed that the screw pedicle has been bent inward not allowing the driver and set screw to be threaded. The crown of the screw has also been pushed down locking the multi directional function in place. Functional inspection confirmed that the driver was not able to attach and thread into the head of the bone screw. This type of damage is consistent with bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient implanted with a screw in an l4/5 plif for lumbar spinal stenosis at l4/5. It was reported that there was a feeling of discomfort felt with the l4 screw during compression, so the set screw was removed and the l4 screw was removed and the deviation was confirmed. They tried to remove the set screw and move the screw, but the tip of the screwdriver did not fit. An attempt was made to fit the head positioner to adjust the screw head orientation, but it did not fit. The l5 screw went off smoothly, but the l4 still did not fit, so it was forced to push in and it fit. The screw head lock was engaged and the screw was removed by rotating it as is. They tried to remove the device from the surgical field, but it could not be removed at all and they were able to remove it by pulling it forcibly. There were no patient symptoms or complications as a result of this event. There was a less than 60 minute delay in overall procedure time. There were no issues when opening the package. No further complications were reported/ anticipated.